Manufacturer narrative:
The reported event was confirmed as a manufacturing related. Visual evaluation noted one photo sample of unopened intermittent catheters were received. Visual evaluation of the photo sample noted bubbles in the catheter material that did not meet the specifications. Although the reported event was confirmed a root cause could not be determined. However a potential root cause for this failure mode could be due to mechanical failure. The product was not used for patient diagnosis or treatment. The product was influenced by the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not performed due to the labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that 16 intermittent catheters had bubbles and there was no impact to the patient.

Manufacturer narrative:
The reported event was confirmed as a manufacturing related. Visual evaluation noted one photo sample of unopened intermittent catheters were received. Visual evaluation of the photo sample noted bubbles in the catheter material that did not meet the specifications. Although the reported event was confirmed a root cause could not be determined. However a potential root cause for this failure mode could be due to mechanical failure. The product was not used for patient diagnosis or treatment. The product was influenced by the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not performed due to the labeling could not have prevented the reported failure. Correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that 16 intermittent catheters had bubbles and there was no impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that 16 intermittent catheters had bubbles and there was no impact to the patient.